Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering insulin. Customer has changed the infusion set multiple times over the weekend. The blood glucose reading is 432 mg/dl. Customer treated with manual injection. Customer disconnected the infusion and pumped 3 units and nothing came out. Customer has treated the high blood glucose. Nothing further reported.